Manufacturer narrative:
Device evaluated by manufacturer: during testing, the device failed to power on during initial power-on self-test (post). Following replacement of diode d1 on the rf board and the two power entry module fuses, the measured current flow going through the main fuse in the power entry module at rf output of 150 watts measured 1.23 amps. There was no indication of excessive current draw. Calibration and final testing revealed no other issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear as the component failure is likely due to long or extended use. (B)(4).

Event description:
It was reported that during preparation for a coronary electrophysiology treatment procedure, smoke came out of the generator. While the nurse was setting the parameters for radio frequency delivery and while the generator power cord was still plugged into a hospital grade outlet, the ept-1000xp generator made a bang sound and there was smell of burn noted by the lab staff. The procedure was completed with another device and the patient status was recorded as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary electrophysiology treatment procedure, smoke came out of the generator. While the nurse was setting the parameters for radio frequency delivery and while the generator power cord was still plugged into a hospital grade outlet, the ept-1000xp generator made a bang sound and there was smell of burn noted by the lab staff. The procedure was completed with another device and the patient status was recorded as stable.